Event description:
Reportedly, on (B)(6) 2014, an emergency follow-up was performed due to frequent ICD shocks. Frequent shocks were due to noise oversensing in the ventricular side; therefore, shock therapy was re-programmed off. Lead measurement at atrial level was normal but at ventricular level, the impedance fluctuated between 500 and 1700 ohms and continues noise sensing was observed. Threshold was 1.25v/0.35ms (value at the last follow-up was 0.5v/0.35ms). Coil continuity was normal for both rv and svc. On (B)(6) 2014, the follow-up was performed again and no big change was observed on measurement data. Insulation breakage on pacing/sensing portion in ICD lead (non sorin origin) was suspected. On (B)(6) 2014, re-operation was performed and ICD check was performed while the patient was on the operation table before the re-operation. Noise sensing was confirmed on the ventricular side in real time egm; some vibration was applied around ICD pocket, but noise amplitude was not changed. During the re-operation, the ICD was extracted from the pocket and is-1 connector portion was pulled before unscrewing the setscrew; the lead was tightly connected in the port, thus ICD-lead connection failure was not confirmed. Leads were then disconnected from ICD and tested, noise was confirmed. A new system was implanted. The subject ICD will be returned for analysis. Preliminary analysis of the received device confirmed it operated as specified.

Manufacturer narrative:
.

Event description:
Reportedly, on (B)(6) 2014, an emergency follow-up was performed due to frequent ICD shocks. Frequent shocks were due to noise oversensing in the ventricular side; therefore, shock therapy was re-programmed off. Lead measurement at atrial level was normal but at ventricular level, the impedance fluctuated between 500 and 1700 ohms and continues noise sensing was observed. Threshold was 1.25v/0.35ms (value at the last follow-up was 0.5v/0.35ms). Coil continuity was normal for both rv and svc. On (B)(6) 2014, the follow-up was performed again and no big change was observed on measurement data. Insulation breakage on pacing/sensing portion in ICD lead (non sorin origin) was suspected. On (B)(6) 2014, re-operation was performed and ICD check was performed while the patient was on the operation table before the re-operation. Noise sensing was confirmed on the ventricular side in real time egm; some vibration was applied around ICD pocket, but noise amplitude was not changed. During the re-operation, the ICD was extracted from the pocket and is-1 connector portion was pulled before unscrewing the setscrew; the lead was tightly connected in the port, thus ICD-lead connection failure was not confirmed. Leads were then disconnected from ICD and tested, noise was confirmed. A new system was implanted. The subject ICD will be returned for analysis. Preliminary analysis of the received device confirmed it operated as specified.